Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via remote transmission that the right atrial lead exhibited noise leading to inappropriate automatic mode switch episodes. The asymptomatic patient was brought into clinic and the noise was not able to be reproduced with isometrics. The right atrial lead was removed and replaced on (B)(6) 2018. The right ventricular lead was also removed and replaced during this procedure due to high capture thresholds. After removal, insulation abrasion was identified on both leads. The patient was stable post-procedure.